Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath, commander delivery system and sapien 3 ultra valve were returned to edwards lifesciences for evaluation. Visual inspection revealed the valve struts protruding through the sheath shaft (hdpe) and strain relief about 3 inches from the comnut. A severe kink at the strain relief, about 1.5 inches from the comnut ¿ likely due to return packaging, was observed. Minor fold on the sheath shaft hdpe approximately 6 inches from the comnut was observed. The sheath was not fully expanded, only 3.75 inch section distal to the strain relief was expanded. The tip was unopened and soft tip damage was present. The crimped valve was not flush against the delivery system flex tip. The guidewire lumen was kinked between the valve and flex tip. The crimped valve frame was damaged/distorted; the inflow struts were deformed/bent. Flex tip/flex shaft joint compression on the delivery system was observed. A liner tear approximately 1.5 inches in length, a liner strand formation approximately 0.5 inches in length at the region of the liner tear, and a liner strand attached to the main liner body, were observed underneath the sheath strain relief. Scratches were also observed along the entire length of the sheath (severe near the distal end). No procedural videos/imagery/photographs were provided for evaluation. During functional testing, the returned delivery system, without the damaged valve, was inserted through the complaint sheath with no observed resistance. The sheath liner and the sheath tip expanded as designed, indicating no non-conformance on the sheath. Dimensional analysis of the liner thickness along the length of the tear was performed. The measurements were within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints related to the appropriate complaint events. Complaint history review from (B)(6)2019 to (B)(6)2020 for the edwards esheath introducer sheath (all models and sizes) revealed other returned complaints for the appropriate trend codes. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the occurrence rate did not exceed may 2020 control limit for the trend categories. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under magnification. The esheath final assemblies undergo multiple 100% visual inspections by both manufacturing and quality. Additionally, after sterilization, during product verification (pv) testing, the sheaths are tested and inspected under a sampling plan. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were confirmed based on the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. As per the complaint description, the access site was reported to be "tougher than normal due to scar tissue at the site.¿ tough vessel tissue can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Upon visual inspection of the device, scratches on the sheath shaft and damage to the soft tip were observed, suggesting that calcification was present in the access vessel, and may have caused damage to the liner material, making it susceptible to tearing upon advancement of the delivery system. In addition, the thv was not flush against the flex tip and the guidewire shaft was kinked, indicating the device was likely excessively manipulated to counter the resistance encountered during device insertion. The valve frame was also found to be damaged/distorted. It is possible that the damaged struts altered the profile of the valve, becoming more susceptible to catching onto other surfaces. The altered profile of the valve, combined with device manipulation, may have punctured the sheath. As the valve was being advanced through the torn liner, this likely cut the liner even further and resulted in the liner strand. Although a definite root cause could not be determined, available information suggests that in addition to procedural factors (bent valve struts, excess device manipulation), patient factors (vessel scar tissue, calcification) may have contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend categories and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. However, per management discretion, a pra was initiated to capture further investigation information.

Manufacturer narrative:
Additional information: section f1; section f2. Medwatch user facility report (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12510.

Event description:
As reported, during a transfemoral tavr procedure, a 14fr esheath was inserted into the patient, but the tissue at the access site was reported to be ¿tougher than normal¿ due to scar tissue at the site. The insertion of a 26mm sapien 3 ultra valve and commander delivery system was difficult due to the ¿tough¿ tissue. The valve and delivery system could not be advanced through the ¿white section¿ of the esheath. The esheath, delivery system and valve were removed. A new esheath, sapien 3 ultra valve and delivery system were prepared and used for the procedure. The new valve was successfully deployed in the intended position. No consequences to the patient were reported. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient. The initial sheath, valve and delivery system were returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation of the devices, sheath soft tip damage and a sheath shaft puncture were observed. During the preliminary engineering evaluation, a liner tear approximately 1.5 inches in length parallel to the puncture and a liner strand approximately 0.5 inches in length were observed. The liner strand was attached on one side and started approximately 2.75 inches from the comnut.